Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had motor error alarm when priming and insulin ever squirt out instead of drip. The customer¿s blood glucose was unknown. Customer stated that the insulin pump had scratched on the screen and mechanical issue. Customer stated the they saw pump error alarm other than low battery and low reservoir. The device will not be returned for analysis.